Manufacturer narrative:
Device was not returned. An event regarding an incorrect selection involving a triathlon baseplate was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: the returned baseplate has bone cement on the inferior suface including part of the keel, with evidence of bone growth throughout. The superior surface has some explantation damage. The device is otherwise unremarkable. -medical records received and evaluation: medical review indicated that the choice for a cr type of device in a knee with a major trauma history plus a short and undersized tibial baseplate caused mismatch in knee and device kinematics with resulting instability requiring conversion to a hinged mrh knee 15-months later. -device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review, the cr type knee was incorrectly chosen for a knee with a major trauma history and the short and undersizing of the tibial baseplate has caused instability, both resulting in revision requiring conversion to a hinged mrh knee. Optimal component choice is the responsibility of the surgeon. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per sales representative voicemail: patient had a failed right total knee (triathlon primary). Failed because of pre-existing tibial plateau fracture and collateral instability.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
As per sales representative voicemail, patient had a failed right total knee (triathlon primary). Failed because of pre-existing tibial plateau fracture and collateral instability.